Manufacturer narrative:
Investigation: the complaint was investigated for echo image of the acunav catheter not displayed on the x300. The returned catheter was inspected. During the investigation it was found that the cause of the issue was acoustic array de-lamination due to user mishandling. In this case, the user is advised to use extra caution when handling the imaging area of the catheter. (B)(4).

Manufacturer narrative:
The device referenced in this report has not been returned to siemens for evaluation. If additional information is received or if the device is returned at a later date, this report will be supplemented. (B)(4).

Event description:
It was reported that after a female patient was sedated, the patient underwent an atrial fibrillation (afib) procedure. During the procedure with the catheter already inserted into the patients' anatomy, the physician had just finished a brockenbrough transseptal puncture when it was observed that the echo image of the catheter was not displayed on the ultrasound system. Instead, a "no transducer' message was displayed. Reportedly, after several minutes, the issue had resolved as the image appeared and was normally displayed. The afib procedure was completed successfully without changing any devices. There was no delay and there was no loss of data. There was no patient adverse event reported. No additional information was provided.